Event description:
It was reported that, during implant testing, the system could not convert the induced arrhythmia. Both the 65j and the 70j shocks failed. The doctor closed the pocket and there was still no improvement. An x-ray indicated the device was too anterior. The doctor repositioned the pulse generator more posterior and now, the system was unable to induce an arrhythmia. Also, there was a warning that the shock impedance was out-of-range. The doctor elected to remove the pulse generator and place a new one onto the same electrode. The next day, the low energy shock impedance with the new device was 165 ohms. The high energy shock was 145 ohms. The system remains implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, during implant testing, the system could not convert the induced arrhythmia. Both the 65j and the 70j shocks failed. The doctor closed the pocket and there was still no improvement. An x-ray indicated the device was too anterior. The doctor repositioned the pulse generator more posterior and now, the system was unable to induce an arrhythmia. Also, there was a warning that the shock impedance was out-of-range. The doctor elected to remove the pulse generator and place a new one onto the same electrode. The next day, the low energy shock impedance with the new device was 165 ohms. The high energy shock was 145 ohms. The system remains implanted. There were no additional adverse patient effects.